Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery (ha) using a ruby coil. During the procedure, the physician was unable to resheath the ruby coil and it was not used again. There was no report of an adverse effect on the patient.